Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Additional info: products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006, the patient was pre-operatively diagnosed with l4-5 pseudoarthrosis with previous infection, with l5-s1 spondylolisthesis and underwent the following procedures: revision, anterior spinal fusion, l4-5. Anterior spinal fusion, l5-s1. Placement of peek cage with rhbmp-2, l5-s1. Placement of peek cage with rhbmp-2, l4-5. Placement of anterior retaining screws, l4-5, l5-s1. Bilateral pedicle screw placement, l4-5. Revision, posterior spinal fusion, l4-5. Posterior spinal fusion, l5-s1. As per the op notes: ¿attention was turned toward the revision of the posterior spinal fusion. A combination of 1 large kit of rhbmp-2 and vitoss was then inserted into the decorticated spaces. Slight compression was applied across the screws at l4-5 to compress the cages anteriorly.¿ patient tolerated the procedure well with no complications.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.